Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 288 mg/dl. It also reported that the display did not returned after insertion of new battery correctly. The customer will return insulin pump for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit audio / beep / vibrate and back light functions properly and no anomaly noted.